Event description:
It was reported that during a lap gastric bypass, when the telescope was introduced into the trocar, all the pneumo came out. Requested a new trocar and the same thing happened. A third trocar was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.